Event description:
Additional information reported that the patient outcome, as of feb. 1, 2015, was resolved without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0d0dz, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient fell on the floor from lying on the bed and hit their right side of their body and face. The patient had a bruise and cut on the right eye lid and a bruise on the lower right leg as a result of the fall. The fall was due to the patient¿s dog. The patient also experienced a loss of efficacy after their fall but it was not worse than baseline condition. Medical glue was used for the cut on the right eye lid and there was no intervention for the bruises. The event was ongoing and noted as a new illness, injury. If additional information is received on outcome a follow-up report will be sent.